Event description:
It was reported that on (B)(6) 2024, a 10-8mm amplatzer pda occluder was selected for implant using a 7f non-abbott delivery sheath. During deployment, it was observed that the occluder was not taking desired shape and deformed into a cobra shape. Therefore, the occluder was retrieved. The device was never released from the delivery cable while inside the patient. There were no angulations/kinks observed with the delivery sheath. No device was ultimately implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity did not be confirmed. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. It was indicated that the an 7f delivery system was used to deploy the device. The device was returned to abbott for analysis and the investigation revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Per the instructions for use, a 6f is recommended for use with a 9-pda-006. An 7f sheath was used to deliver the device, which could have contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device. Based on the information received, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.